Event description:
Contact reported that when inserting the screw, the tip of the quick connect screwdriver broke off in the screwhead. The broken tip was left in the screwhead with the rod placed over the top and locked down. There was no patient injury reported as a result of this situation at this time. A possibly compromised implant was left in the body and could require surgical intervention in the future. As a result an MDR is being filed to document this event.